Manufacturer narrative:
(B)(4)

Event description:
The complaint states that no audio output was reported. No data was provided for investigation. The allegation was undetermined. The probable cause could not be determined.